Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp), it was found that there was tissue material in the single use distal cover (maj-2315) at the end of the procedure when removing the maj-2315. This event was occurred on two procedures. The user completed the intended procedure with the subject device. The bleeding was observed along the lesser curvature of the stomach wall close to the pyloric sphincter, but the medical intervention was not required. There was no extension of the procedure. There was no further issue with the patient. The maj-2315 caps were checked for cracks/ splitting before and after each procedures, but there were no problem. The user stated that the tear line in the caps is hazardous because there is a slight v shaped indent at the distal end of the tear line. The user also stated that the maj-2315 could easily catch a fold in the mucosa wall and ultimately cause tissue to get trapped within the cap. This event is 2 of 2 similar cases, and this report is regarding the tjf-q190v of the second case.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. In the evaluation, (B)(4) also found that the followings. The bending rubber was stretched. The insertion tube had mechanical damage. The angulations for down and left directions were out of specification. (B)(4) also checked the subject device with installed the single use distal cover (maj-2315, different from what the facility owns) as followings. The single use distal cover (maj-2315) was correctly fitted to the distal end of the subject device without issues. There were no protrusions or sharp edges / surfaces were identified on the distal end that may have contributed to the reported phenomenon. Omsc obtained the additional information from the user as followings. The day of the user facility received the customer letter (handling of tjf-q190v/290v/q170v & maj-2315) was march 23rd, 2021. The bleeding from the stomach wall was found during removal process of the subject device. The large of the trapped tissue was 1cm x 2cm. The tissue was sent to the pathological examination as sample. There was no submucosal tissue in the sample. The patient didn¿t have a medical history, primary disease, ulcer or stenosis that could contribute to the injury. In general, the user does not perform suction when withdraw the tjf-q190v/q290v/q170v. There was no abnormality in the appearance of the endoscope before and after the procedure. Prof (B)(6), the doctor performed the procedure, is an expert at ercp using tjf-q190v/q290v/q170v. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the corrective action and preventive action (CAPA) by olympus, the probable mechanisms of this phenomenon were followings. (1) mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut by the rim of the distal cover. (2) if the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction. The exact cause of the reported phenomenon could not be conclusively determined, because based upon the information from (B)(4), there was the low possibility that this phenomenon was attributed to the mechanism of the CAPA. However, there was the possibility that this phenomenon was attributed to the other than the failure of the subject device, because there was no information about the failure of the subject device that could affect this phenomenon. Olympus stated the appropriate handling of tjf-q290v and the counter measures against abnormalities in the instruction manual of tjf-q290v.